Event description:
Reporter stated 2-3 infusion sets have leaked near the cannula. No adverse event was reported. The customer will return infusion sets from the same box for evaluation; however, the infusion sets that leaked have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.